Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator (ICD) system. Upon interrogation of the device, it was found that the patient had received 28 inappropriate shocks due to right ventricular (rv) lead noise. The rv lead was then capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5171478.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.